Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump presented recurring alert 65 restart prompts, with the user restarting the device multiple times and reporting approximately twenty restart requests within one week; the pump was replaced and the user was advised to use backup therapy until receipt of the replacement. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included continued device use until replacement and the ability to maintain therapy using backup measures. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.